Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, customer was using fiasp for insulin delivery. A system check with tandem technical support did not identify any additional issues. Reportedly, the customer cleared the alarm, and successfully resumed insulin delivery. Customer's blood glucose level was 197-275mg/dl.